Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update ¿ 08/31/2016 pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address pain. The acetabular liner was previously reported on (B)(4). The complaint was updated on: 09/26/2016.

Manufacturer narrative:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address pain. The acetabular liner was previously reported on (B)(4). The complaint was updated on: (B)(6) 2016 examination of the reported device was not possible as it was not returned. A search of the complaints databases finds other reports against the product and lot code combination since its release to distribution. Previous review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.